Event description:
The customer reported that the needles are smaller than before and do not fit the plunger. They provided two photos and stated that the orange needle hub is the unit they recently received, but they say the needle size is different, and is much smaller - like a 27g instead of a 25g. The color of the needle hub has also changed and they have concerns over the plunger and stated that the needle won't stay on. Additional information received on 13mar2024 clarified that the hub won't stay on the syringe while in use. The color of the hub has changed (from red to orange, orange typically means a 27g needle, instead of the red 25g needle). The plunger is changed (from standard to zero-waste, which makes it difficult to read the volume indicator lines). These changes have made the staff very unhappy.

Manufacturer narrative:
The returned samples and retained samples were inspected, all of them met the specification, the DHR of this lot was reviewed without any issuses. The root cause can't detected currrently, no action will be taken. This issue will be monitored. A supplemental report will be submitted if further information received.